Event description:
Allegedly, during a cysto procedure, a 2mm piece of moveable punch came off in patient and was not retrieved. Due to the small size of the piece, doctor does not believe it presents a risk to the patient and states the piece will be voided out.

Manufacturer narrative:
Device was scrapped by hospital post procedure; no pictures were taken and no additional information is available. We show no other complaints on this type of breakage.